Event description:
It was reported that the pump was implanted for pain control in 1998. In 2001, after a routine refill with morphine, the pt was admitted to the hospital with respiratory failure and was intubated. It was determined that the pump was flowing too fast and it was removed and replaced. There were no further reported complications.